Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have shortness of breath. The patient has received medical intervention in the form of prescription for antibiotics and steroids. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.